Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent lead revision due to inadequate stimulation. The lead was replaced for better placement and coverage. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.